Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. The customer's blood glucose (bg) level was 252 mg/dl. A supply change was performed resolving the occlusion alarm.